Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer kept failed while trying to open/close, grinding and also not able to be recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that drawer slides bearing cages were damaged. A field service engineer (fse) confirmed that the issue was resolved by third party contractor by replacing the slides. The system functioned as intended after the field service engineer investigated the issue.